Event description:
Blood return checked prior to starting etoposide infusion. Ordered amount of 500 mls, bag weighed 555 prior to hanging, rate set for 590 ml/hr. Patient in bed, under blankets. Rn frequently assessing pt and infusion with no issues noted. At 2330 when beginning the chemotherapy flush, patient just out of bed to use bathroom. When back in bed wetness noted on sheet and area on floor under bed. No visible issues with tubing or connections at first glance. When gloved hand placed under tubing able to identify area of wetness where tube meets connection for filter. With infusion running slow drip visualized from that specific area. Infusion stopped (530 mls total given on pump). Pharmacy called, agreed to take down infusion and discard bag with tubing appropriately. Doctor called, up to bedside. Area cleaned per protocol.